Event description:
End user allegedly was "receiving very high sporadic readings". User opened a new bottle of strips and tested over the phone with customer service and was still receiving high inaccurate readings.